Event description:
A hospital reported to our distributor that an mr850 humidifier connected to an rt106 adult inspiratory heated breathing circuit ("the breathing circuit") alarmed after 12 hours of use. Hospital staff subsequently replaced the breathing circuit which solved the problem. It seemed that the heater wire was as open circuit. No pt consequence was reported.

Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory tube of the rt106 breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuit heater wires in breathing circuits has a rate of occurrence worldwide for the last year of 0.0021%.